Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and is cracked. Customer also indicated that multiple pump error alarms have been received. The customer's blood glucose reading was 387 mg/dl at the time of incident. Troubleshooting found that the pump issues were not resolved from a battery change. Customer indicated that they were on a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testing, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display and constantly beeping. Unable to verify critical insulin pump error and no button response complaint due to constant blank flashing white light on the display and constantly beeping. The insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.